Event description:
The hospital reported that during an endoscopic vein harvesting procedure, during branch ligation, the jaws of the vasoview hemopro became dirty with tissue. Upon cleaning and inspection of the jaws, it was noted that part of the silicon boot was cracked and coming loose. A new kit was used to complete the procedure. There were no patient effects. The product is returning.

Manufacturer narrative:
Investigation summary: the device was returned to maquet cardiac surgery on (B)(6), 2010, for investigation. A visual inspection revealed that the silicon coating on the tip of the cold jaw boot was detached and was cracked at the bottom outside of the cold jaw. The jaws were burnt. The device was bloody. Based upon the visual observations, the reported complaint for "boots cracked/loose" was confirmed. A lot history record review was completed for the product. There was no nonconformance which could be attributed to this failure mode. (B)(4).